Event description:
It was reported that the patient experienced severe retention and was ¿all swollen up¿. The patient¿s legs and butt were all ¿blown up¿. Additionally, the patient experienced a loss of therapeutic effect. The reporter was uncertain of the onset of the symptoms. The reporter indicated that the patient had been admitted to the hospital for her inability to urinate. The patient¿s blood work, kidneys and ultrasound were all ¿clear¿ and all test results had reportedly come back negative. It was unclear if additional testing was being done as the reporter indicated that a CT scan and blood were also being done. The patient had reportedly had memory issues too but on the day of the report, the patient was ¿clear¿. It was noted that the healthcare provider (hcp) did the implant without anesthesia. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v926179, implanted: (B)(6) 2012. Product type: lead. (B)(4).